Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a detached sensor wire. The patient had gone to the hospital for a routine x-ray and in the x-ray scan, a sensor wire was found in the patient's body. At the time of contact the patient was in stable condition. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.